Manufacturer narrative:
Concomitant medical products: 4092 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the hospital due to possible syncope and suffering a fall. Upon interrogation, the patient's right atrial (ra) lead had chronic low pacing impedance and atrial oversensing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.